Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast reconstruction procedure with a mentor cpx 4 breast tissue expander with suture tabs 650cc that deflated after implantation. The patient was expanded beyond 600cc, and then experienced asymmetry observed on (B)(6) 2017. The device was refilled with saline to match left side device. The next day the patient called in and reported loss of volume in the right breast. The surgeon's operative notes indicated that the tissue expander was inverted and that there was a defect at the base and dome junction. The patient underwent explantation and replacement with an unspecified mentor tissue expander on (B)(6) 2017.

Manufacturer narrative:
Suspect medical device was replaced with a mentor cpx 4 breast tissue expander with suture tabs 650cc after explantation. On 06/28/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation (pe) team observed a rent at junction patch. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. No other anomalies were found. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/29/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).